Event description:
A malfunction was reported on the customer's pump, identified as malfunction 12. There was no adverse impact to the customer's blood glucose level. No additional information was provided.